Event description:
Developed and subsequently diagnosed acanthamoeba keratitis and was treated after using amo complete moisture plus contact lens solution. Dose or amount: as needed. Dates of use: 2006 - 2007. Diagnosis or reason for use: contact lens wearer. Event abated after use stopped: yes.